Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 424 mg/dl. Customer was treated with blouses on insulin pump. The customer alleged the insulin pump was under delivering insulin due to infusion set changed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active at the time of event. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.